Event description:
It was reported that during a follow-up, noise was observed. Externalized conductors were seen via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.